Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was determined reportable based on additional information received on aug 24, 2017. (B)(4).

Event description:
The affiliate reported via email anchor found bend when open for surgery. Additional information received via email from the affiliate on 8-21-2017. The room temperature was ambient between 25-30 degree centigrade. Less than 6 months from the date of invoice from (B)(6). Photos have been sent. The issue was detected when the implant was opened. The surgery was compromised as there was no alternative on table. It took long before the surgery got over. Additional information received via email from the affiliate on 8-24-2017. The procedure was delayed by 2 hours.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Visual inspection confirms that the anchor is bent. It was determined that a manufacturing investigation should be performed by the supplier. Manufacturing investigation action was opened to review the manufacturing process used to assemble these devices. The investigation showed that the DHR of the devices and the lot was released in accordance to established procedures. In the assembly process, there is a 100% verification in the assembly step done by the operators. A sampling inspection of 13 units is done by a certified operator outside the line. The fixtures used in the manufacturing of these devices have preventative maintenance performed every six months. Also, a review of the training records for the operators indicate that they were trained on the assembly processes. The IFU for the product requires that the device be stored in a cool dry place. Exposure to higher temperatures could potentially cause the anchors to become bent. Since there were no issues identified in the manufacturing investigation, we can only assume that issue occurred during storage or transportation. A review into the depuy synthes mitek complaints system revealed two other similar and one dis-similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4).